Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.